Manufacturer narrative:
The pump was returned to animas and investigated on (B)(6) 2016 with the following findings: review of the black box data revealed one power on reset event recorded after a call service alarm 052 on (B)(6) 2016. On investigation, the returned battery cap fit securely on the pump. The pump powered on with operational audio tone and vibratory function, evidencing that there was power to the pump. Investigation did not duplicate the allegation that the pump did not have power. However, other issues were noted on investigation as follows: the battery compartment was noted to be cracked between the keypad and the case seal. The display screen remained blank when the pump powered on and the keypad buttons were unresponsive. The keypad cover was removed for investigation and did not reveal any evidence of damage, defect or contamination of the keypad button contacts. The pump cover was removed for investigation and revealed moisture corrosion present on the printed circuit board power circuit, the display screen circuit and the keypad flex and connector. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event.